Event description:
An infection at the pump site was reported. The patient experienced erythema (B)(6) 2011, in (B)(6) 2012 worsening erythema and some edema at the site with serosanguineous drainage. The patient was afebrile. The patient was treated in (B)(6) clindamycin 300mg qid for 7 days, with medication adjustments being done until early march. Lab work was also done in march and wbc's normal. A culture of the lumbar wound also revealed no wbc's or micro-organisms. It was noted that the patient was hospitalized in (B)(6) for observation and treatment. The device was explanted. The outcome was noted as resolved without sequelae (B)(6) 2012. The pump delivered morphine and bupivacaine.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2004 explanted on: unknown. Catheter: model # 8596sc, serial # (B)(4), implanted on: (B)(6) 2010 explanted on: unknown. (B)(4).